Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), a valve in valve procedure was performed with two 23 mm sapien 3 valves implanted in the aortic position via transfemoral approach. However, per case notes, only one valve was implanted in the native aortic valve with no complications noted.

Manufacturer narrative:
Additional information obtained from field clinical specialist clarified that one valve was discarded and only one valve was implanted in the patient. The patient did not receive a valve in valve procedure. It appears to be an administrative error when completing the implant data card. There was no allegation or indication of an adverse event related to an ew device or an ew device dysfunction. Therefore, this event does not meet the criteria of a complaint. The file is no longer considered to be a reportable event and a corrected report is being submitted.